Event description:
Same case as: 2134265-2009-00374. It was reported, by the patient, that post a coronary drug eluting stenting treatment procedure, stent occlusion occurred. The previously placed 2.75x28mm taxus express2 drug eluting stent "closed up 99%." The length of time after the implantation is unknown. One year and ten months post the initial stent implant, the patient experienced chest pressure and a 3.00x28mm taxus express2 drug eluting stent was deployed, "due to the development of collateral circulation around the first stent as well as closure." The patient was hospitalized in two years and give months post the initial stent implant for the deployment of two more non-bsc stents, "due to failure" of the previously implanted taxus stents.

Manufacturer narrative:
The complainant indicated that the device will not be retuned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.